Manufacturer narrative:
Product complaint # (B)(4). Investigation summary it was reported that the liner trial piece chipped off. All pieces recovered. No surgical delay. No patient adverse consequences. Product being returned. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection revealed a portion broken from the pin trl +4 neut 520dx36id's edge surface, where the anti-rotational device (ard) tab should be at. Broken fragments were not returned for evaluation. Additionally, device exhibits signs of repetitive usage. Potential cause can be traced to a component failure that has been caused by exposure to unintended forces, like usage of excessive force while trailing, over torquing and/or during assembling the device. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was unable to be performed due to the post-manufacturing damage. A device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code cy0111 provided is not a valid finished goods lot number. The overall complaint was confirmed as the observed condition of the pin trl +4 neut 520dx36id would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code cy0111 provided is not a valid finished goods lot number.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the liner trial piece chipped off. All the pieces were recovered. There was no surgical delay. There was no patient adverse consequences.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d4 (primary UDI number), d9, h4 corrected: d1, d2a, d4 (catalog) if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.